Event description:
The spouse of the patient reported on (B)(6) 2020 the patient experienced hypoglycemia and needed to be hospitalized for 2 days. Spouse reports that on the date in question the patient experienced a blood glucose reading of 40 and was having uncontrollable muscle movements at 2:30 am. Spouse reports calling 911 and when the paramedics arrived they administered sugar but the treatment was not effective so she was transported to the hospital and admitted for a period of two days. The patient had been using v-go 20 device for approximately 3 weeks when the event occurred.